Manufacturer narrative:
This report is submitted on may 24, 2017. (B)(4).

Event description:
It was reported that the patient experienced a loss of osseointegration, subsequently on (B)(6) 2017 the device was explanted. It is unknown if there are plans to re-implant the patient with a new device as of the date of this report.